Manufacturer narrative:
Additional information was received that the patient's iris was rubbing on the edge of the lens. The lens had been implanted into the sulcus. The implanted lens is intended for placement in the capsular bag only. This is a potential contributing factor. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 08/31/2015. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported nine years following an intraocular lens (iol) implant procedure, the lens appears cloudy and is 'flipping in the patient's eye'. There is also recurrent vitreous hemorrhage. The lens was exchanged. Additional information was received from a nurse who reported that the patient experienced cloudy vision prior to the exchange. According to the surgeon the iris was rubbing on the edge of the lens. The lens had been implanted in the sulcus. A yag laser was performed.